Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing which caused inappropriate mode switch (ams) episodes. The noise was also replicated via isometrics. Programming changes were performed by reducing the atrial sensitivity. The patient was recovering post changes.